Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
This was not considered to be device related. The device operated as expected.

Event description:
It was reported that there was decreased flow on the heartmate 3 right ventricular assist device (rvad) up to zero flow with high pump power consumption. There was zero flow through the pump confirmed by echocardiogram (echo). The rvad was turned off. The patient was hemodynamically stable at the time of the report without inotropes. The hospital was not planning to exchange the rvad, and the patient remained at the hospital for further monitoring. It was requested that the log files be read and explained for different readings. The log files were reviewed and contained onset of increased pump power/flow, harmonic compensation/motor instability faults, elevated left ventricular assist device (lvad) temperature, high current faults as well as various alarms associated with the lvad off condition. This data suggested that the pump was having difficulty maintaining the rotor set speed (possible obstruction). The periodic log file also indicated the pump stop to occur between reading of 2:47am and 3:47am on (B)(6) 2025. The event log file submitted contained various alarms associated with the obstruction and pump off condition. It was asked if the different readings question be clarified. Two sets of files were submitted for review. They appeared to be from the same pump but from 2 different days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
The patient's left side support pump is captured under 2916596-2025-00548. This report captures the patient's right side support pump. No further information was provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that pump thrombosis was confirmed to be the cause of the issues for the right sided pump. The patient had right heart failure prior to lvad implant. The patient passed away due to right ventricular failure.

Manufacturer narrative:
Section b3: date of death and date of event corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported device thrombosis could not be confirmed through this evaluation as no product was returned and no images were submitted; however, review of the submitted log files confirmed elevations in pump power and estimated flow, as well as left ventricular assist device (lvad) fault flags, that appeared consistent with material such as a thrombus being ingested into the pump and contacting the rotor. The submitted controller periodic log files collectively contained data from (B)(6) 2025 through (B)(6) 2025, captured at 1-hour intervals. Normal operation of the system was captured through 08:47:11 on (B)(6) 2025, during which estimated flow and motor power ranged from 2.8-3.7 liters per minute (lpm) and 2.34-3.15 watts respectively. At 09:47:10 on (B)(6) 2025, a low flow alarm was captured, with estimated flow at 1.7 lpm. From 12:47:10 on (B)(6) 2025 through 01:47:06 on (B)(6) 2025, estimated flow and motor power were observed above the typical range. Estimated flow and motor power trended upward from 4.7 lpm and 3.954 watts, reaching as high as 24.5 lpm and 18.03 watts. Lvad internal fault alarms as well as harmonic compensation, motor instability, and circuit over temperature fault flags were also captured during this timeframe. Flow was then captured at 2.5 lpm at 02:47:06 on (B)(6) 2025. Lvad off alarms were captured from 03:47:06 on (B)(6) 2025 through the remainder of the data, consistent with the report that the rvad was turned off. No other notable events or alarms were captured. Heartmate 3 left ventricular assist system, serial number (B)(6) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.